Event description:
A 6mm shaver was initially used in the preparation of the disc space for use of the interfuse t interbody fusion device. There were no issues with the use of the 6mm shaver. When a 7mm shaver was used, it broke inside the disc space as it was being rotated, leaving a piece of the shaver with sharp edges in the disc space. The amount of force used during the rotation of the shaver was described as "normal". The broken piece of the shaver was successfully removed and the surgery was continued and an interfuse t intervertebral body fusion device (ref (B)(4), lot 140425-01) was implanted without further incident.